Manufacturer narrative:
A manufacturing investigation action was performed, and the report indicates that the: DHR review. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product inspection the part was visually inspected. No visual defects manufacturing related observed. The plate is scratched on both sides due to use. At the level of the scratches the plate is bent, the surgeon complained that the locking screws could not be locked into the plate holes. The 6 va angle holes were visual inspected with the microscope, va2, va3, va4, va5 were found seriously damaged, the gold layer was removed and the threads inside the holes are completely deformed. These kinds of damages are due to the use and are not manufacturing related. Va1 and va6 were measured with a threaded gauge as indicated in the relevant inspection sheet for two column plates se-180438. They were found conforming to spec. Considering that the va holes are manufactured with the same tools and parameters it is likely to conclude that also va2, va3, va4 and va5 were manufactured in accordance with specification. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. The part will be sent back to (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part 04.111.621, lot 9426761: manufacturing site: (B)(4). Manufacturing date: 30march2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The original implant date of the procedure is unknown; however, it is said to have occurred approximately six (6) to eight (8) weeks prior to the revision/explant procedure. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 due to locking failure of the previously implanted construct. The plate, which was originally implanted on the distal radius approximately six (6) to eight (8) weeks prior, had reportedly lost reduction. The suspected reason for failure was the migration of four (4) unknown screws. There were no reports of a post-operative fall that could have compromised the construct. It is unknown if the patient was asymptomatic prior to revision. The originally implanted hardware (plate and screws) were removed and replaced with a new construct. This report is 1 of 2 for (B)(4).